Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that lately when the stimulation needed to be ¿cranked up¿ it seemed like it would ¿drop.¿ an impedance measurement showed a value of 761 ohms which was deemed within normal range. It was determined that the ins seemed to be the issue and was replaced. The patient was then reprogrammed to the same settings as the previous (replaced) device and their coverage was noted as excellent. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # j0454478v, implanted: (B)(6) 2004, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at normal end of life and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.